Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, and occlusion test. The unit had a stripped battery cap coin slot (p), a cracked battery tube thread, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
The customer called in to report that the battery cap was stuck and they had high blood glucose levels. The customer's blood glucose level was 468 mg/dl. The customer treated with manual injections. The customer was unable to remove the battery cap after troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.